Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Umbilical sinus is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional reported, "explanted port/p/o diagnosis: umbilical sinus involving lap-band port."